Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, foreign material was found in the nozzle. However, component analysis of the foreign material could not be identified. A root cause could not be identified. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported found during investigation. According to the investigation, there was information received that the device was used in accordance with the IFU. IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object in the scope nozzle. There was no patient involvement.